Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # :(B)(4). E3 initial reporter occupation: lawyer. Dmf# - 13704; trade name ¿ gentamicin sulphate; active ingredient(s) ¿ gentamicin sulphate; dosage form - powder; strength ¿ 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient had a left total knee arthroplasty to address left knee severe tricompartmental osteoarthritis. Depuy component were implanted, along with depuy cement and patella were used during this procedure. On (B)(6) 2022, the patient had a revision of left total knee tibial component to address aseptic loosening of the tibial component. Prior to surgery the patient experienced pain, swelling, stiffness, crunching , clicking. The tibial tray was noted to be grossly loose as the tibial tray had deboned from the cement and subsided. The femoral component and patella were well fixed and not revised. The insert was revised. Osteolysis was also observed. Depuy components, including depuy cement were implanted during this procedure. Doi-(B)(6) 2015. Dor- (B)(6) 2022. Affected side- left knee.